Event description:
The facility representative contacted baxter to report an infusor pump in which the device has an occlusion alarms even when there is not an occlusion. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the surgery department. There is no further complaint information available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:03. It is unknown when or at what point in the process the reported condition occurred. No pateint injury or medical intervention was reported. The user interface module master software version is (B)(4), which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4) : the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03 and determined the root cause to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.